Manufacturer narrative:
The explanted products were not to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had presented to the hospital with third-degree heart block so temporary pacing was initiated. Three days later this permanent pacemaker and lead system was implanted. It was noted the patient had a fever before the implant was done. About twelve hours after the procedure, the patient again had a fever. Multiple blood samples were collected for blood cultures; staphylococcus epidermidis mssa was observed. Five days later the device and leads were explanted and the patient was treated with antibiotics for the infection, as well as with temporary pacing again. A new system was implanted on the right side none days later. No additional adverse patient effects were reported.